Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograp forceps instrument tip shaft was broken. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no material missing or detached from the portion of the device that enters the patient¿s body. No fragment fell inside of the patient¿s anatomy. No injury to the patient was reported. The procedure was completed by a backup.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube. In addition, the prograsp forceps instrument was found to have a broken main tube. A piece measuring proximately 2.36 mm x 2.85 mm, and 5.60 mm x 5.40 mm was not returned with the instrument. The instrument was also found to have a broken grip and pitch cables inside the proximal clevis. The cables were fully broken. As a result of the full break, functional testing for motion related issues could not be performed. The complaint was confirmed by failure analysis. The probable root cause of the dislodged proximal clevis and the broken components is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.